Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was found on both the right atrial (ra) lead and the right ventricular (rv) leads. The ra lead exhibited high thresholds, high impedance and oversensing. The ra lead was reprogrammed. The rv lead also exhibited oversensing. Subsequently, both leads were inactivated and replaced. No patient complications have been reported as a result of this event.